Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the catheter was inserted into the patient, the balloon would not inflate. As a result; the catheter was replaced with a new catheter, and no impact to the patient was reported.

Manufacturer narrative:
Received 2 unopened pediatric silicone foley catheters. Per visual inspection no obvious defects were found in the two samples. No manufacturing defects were observed. During the functional evaluation, the returned samples were inflated with air and deflated without any noted problems. Both of the catheter balloons were inflated with 5cc of a mix of tap water and blue methylene using a syringe. The catheters were then deflated by themselves without difficulty using a syringe. No occlusion and/ or leaks were found. The reported issue was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the catheter was inserted into the patient, the balloon would not inflate. As a result; the catheter was replaced with a new catheter, and no impact to the patient was reported.